Manufacturer narrative:
The reported event of premature battery depletion issue was not confirmed. Analysis of device image indicates that auto-capture feature was enabled and device was pacing in high output mode at times. When automatic settings are programmed, such as auto-capture feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed, did not find any anomalies other than voltage being at eri. Longevity assessment was performed and device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the pulse generator exhibiting excessive battery depletion and high current drain. It was noted that the device had stable outputs, pacing lead impedance trends, and there were no changes in pacing percentage. The patient complained of intermittent dizziness and physician decided to explant and replace the device. The patient was discharged in stable condition.